Event description:
Rptr has been a dental hygienist for 22 years. In the last couple of years she has become sensitized to latex products. She originally experienced an occasional rash on her hands. She was not aware that one could become so allergic to latex that complete avoidance would be necessary. She has latex specific ige in her bloodstream. She has a type 1 allergy that has cost her dental hygiene career, and makes it difficult to lead a normal life. She began to experience breathing problems; an intermittent uncontrollable dry cough, red itchy eyes, a body rash and started to break out within 10 minutes of latex gloves. Her hands and wrists would develop hives, turn bright red and itch like crazy. Not realizinzg theat she had a type 1 allergy the clinic ordered a different brand of latex gloves. It took about a week and a half before she began to break out. The research she has read indicates that this is a health problem that is on the rise. Healthcare workers are at high risk. Individuals with a history of dermatitis and other allergies are at more risk. There are cross allergens: kiwi, avocado, chestnuts and bananas. People with allergies to these foods are also at risk. There needs to be some kind of way to evaluate what products contain latex and how much of it before hospitals and emergency services can develop latex-free protocols. At this point in time it is difficult to do so. Has she understood the signs and known that she could become this allergic, she might have been able to take action sooner and avoid the consequences she now faces with a type 1 allergy.